Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported approximately one week after an initial percutaneous transhepatic catheter drainage (pctd) placement in the hepatic bile duct, the catheter was removed. During this removal, the catheter ruptured and its tip remained in the duct. Approximately 3 cm of the subcostal area was cut to allow access for this component retrieval with forceps. The procedure was completed. As reported, there were no adverse consequences to the patient as a result of this reported issue.

Manufacturer narrative:
Additional information: patient demographics aren't available. Investigation ¿ evaluation: a review of the dimensional verification, device history record, drawing, instructions for use (IFU), manufacturing instructions, quality control, specifications, and a visual inspection of the returned device were conducted during the investigation. The visual inspection of the returned device confirmed that the catheter had separated. The separation has been identified to be due to inadequate bond strength instead of the reported failure of rupture within the wclt material. Device failure analysis has identified the separation to be located exactly where the uat marker band is located which also represents the bonding location of the shaft and malecot tip. Additionally, inspection determined that all possible measurements were within specifications and that this device is conforming. Additionally, a document based investigation evaluation was performed. A review of work orders, non-conformances, and similar complaints is not possible due to the lot number not being provided. It was determined for 8458285, 8157946, and 8199411 to be possible lot numbers; no complaints are associated with any of these lots. Therefore it is unlikely that other non-conforming devices are out in the field. Based on the information provided, the examination of the returned product, and the results of our investigation, the likely root cause is manufacturing related:specifically the operator who conducted the rf bonding. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This failure has been determined as an anomaly and no further action needs to be taken at this time.